Manufacturer narrative:
The reported event was inconclusive, as the device was not returned for evaluation. However, the potential root cause for this failure mode could be a kink inlet tube/no air vent/design issue. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[directions for use]: 1. Method of use:the device is intended for single use only and is not reusable. 2. Precautions for use 21) since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. 22) when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. 23) avoid force on the connecting parts as they may be accidentally disconnected due to the weight of the drainage bag etc. And may cause urine spill. 24) do not pull or twist the outlet tube. Also, do not squeeze the drainage bag. [The joint of the drainage bag and the outlet tube may be damaged and urine leakage may occur.] 25) when disposing of urine, observe the following: 1) remove the outlet tube from the housing of the urine drainage bag. 2) lift the green lever to open while holding the outlet tube. Be careful not to pull the outlet tube when lifting the green lever. 3) when disposal of urine is completed, close the green lever and put the outlet tube into the housing. [Precautions]: 1. Precautions for use (exercise caution when using the device in the following patients) 1) exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur."

Event description:
It was reported that there was a very restricted urine flow observed from the inlet tube into the drain bag.